Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer dropped the pump in water. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.